Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it received one open box that pertained to the product code vcp663. Upon initial inspection of the returned samples, it was observed that the box contained twenty four foil packets. During the visual inspection of the packets, it was observed that twenty-three packets did not belong to product code: vcp663 and lot: tjmhzj. Due to the mismatch observed, a further investigation was performed, and the following was observed: sixteen samples belong to product code: j258h with lot number: qjmcas. This lot was manufactured on aug/7/2020 and expired date jul/31/2025. Three samples for product code: j258h, lot: qdmdcu. The manufacture date was apr/19/2020 and the expiration date mar/31/2025. One sample of lot: ramaru with product code: j258h, manufactured date on jan/5/2021 and expired on dec/31/2025. Three samples with lot: rjmlpd belong to code product code: j258h manufactured in aug/20/2021, and expired date of jul/31/2026. And, one sample that belongs to product code: vcp663 with lot: tjmhzj was manufactured on aug/15/2023, and expired date jul/31/2028. Based on the investigation performed, it was determined that the batches were manufactured with a difference of two and three years from the manufacturing date of the lot printed in the returned box. Therefore, they could not have been mixed during the manufacturing process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6)2024. While prepping the or for the procedure, when the box of vcp663 suture was opened, inside were packets of j258 suture. There was no patient involvement. No additional information is available.